Event description:
A peritoneal dialysis nurse has reported the following incident: that the patient's cassette leaked a large amount of fluid. The facility has been contacted regarding this event. In speaking with the reporter, it was learned that when the patient woke up, he found wetness around the cycler. The patient inspected the set and thinks that the fluid came from where you screw or connect to the solution bag. The patient was diagnosed with peritonitis, however, the nurse did state she does not know if it was related to this incident. The patient received antibiotic treatment for peritonitis and has recovered. She reported that the cell count is now negative. The patient is able to continue peritoneal dialysis therapy. The sample is available for evaluation.